Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that five days post implant, the right ventricular (rv) lead was suspected to be dislodged and the caller was looking for a recommendation on reprogramming for the lead. The patient was not feeling well, their rates are in the thirties, and there are diminished r-waves. The lead remains in use; however, a lead revision is planned. No patient complications have been reported as a result of this event.